Event description:
Customer reported that she was hospitalized twice due to high blood glucose. Customer stated that the blood glucose reading was high at the time of hospitalization. Customer stated that her infusion set cannula was bent, which caused the high blood glucose. Customer also stated that she was having low blood glucose at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.